Event description:
Additional information showed the patient had some lead movement and was being scheduled for a revision.

Manufacturer narrative:
Neurostimulator model 7427, serial# (B)(4), implanted: 2004-(B)(6), explanted: unknown, lead model 377760, lot# n0028101, implanted: 2005-(B)(6), explanted: unknown, lead model 3487a-56, lot# l76035, implanted: 2000-(B)(6), explanted: unknown, extension model 7495-51, serial# (B)(4), implanted: 2001-(B)(6), explanted: unknown, extension model 3708160, serial# (B)(4), implanted: 2005-(B)(6), explanted: unknown, extension model 3708160, serial# (B)(4), implanted: 2005-(B)(6), explanted: unknown, programmer 37742, serial# (B)(4), accessory model 37752, serial# (B)(4) programmer 7435, serial# (B)(4).

Event description:
It was reported that the patient fell out of her wheelchair and hit the implantable neurostimulator (ins) on (B)(6)-2011. It was unclear if the patient never had therapeutic effect or lost therapeutic effect after the fall. The patient had an appointment to have her device interrogated. Additional information has been requested, but was not available as of the date of this report. See also MFR. Rep. # 3004209178-2011-09035.